Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the site. The site of location was upper buttocks. Patient noticed symptoms within three or more hours after insertion. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.